Event description:
(B)(4). Same case as 2134265-2013-02216. It was reported that post a coronary artery stenting treatment procedure the patient experienced angina. Lesion 1 was a de novo long lesion extending from mid left anterior descending (lad) to distal lad with 100% stenosis and was 58 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of 2.25 mm x 32 mm and 2.50 mm x 28 mm ion stents in an overlapping manner. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. The patient returned to the catheterization lab ((B)(6) 2012) for stent placement in the proximal saphenous vein graft (svg) to the right posterior descending artery (r-pda). The target lesion was a de novo ostial lesion located in the proximal svg to r-pda with 95% stenosis and was 33 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation and placement of 3.00 mm x 38 mm and 3.00 mm x 16 mm ion stents in an overlapping manner. Following post dilatation, residual stenosis was 0%. Following placement of the 3.0 x 38 mm ion stent, there was a transient no-flow observed, which was treated with the administration of ic nitroglycerine. The patient was discharged on aspirin and prasugrel. Linear dissection caused by the placement of 3.00 x 16 mm promus element plus stent prior to the index procedure which was treated with the placement of an additional 2.75 mm x 24 mm non-study promus element plus stent. During the staged procedure, the patient experienced a brief episode of ventricular fibrillation arrest and was immediately defibrillated, with return to sinus rhythm. During the staged procedure, the luge wire was inserted in the svg graft which was unable to access the vessel and hence was removed. Finally a hi-torque wire was inserted. In (B)(6) 2012, the patient presented with unstable angina and was hospitalized on the same day. Cardiac catheterization was recommended. Medication was given to treat this event. Initially, it was planned to intervene the in-stent restenosis of the study stents in svg to r-pd, however, the patient started experiencing general discomfort due to a reaction to IV dye. Lips and face became puffy. Ultimately the procedure was aborted. The event was considered resolved without residual effects and the patient was discharged.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).